Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Upon the patient's presentation for follow-up it was discovered that a single high out of range shock impedance measurement greater than 125 ohms was recorded to the device. Upon further review, shock impedance measurements appeared to be trending higher over preceding months. All other lead parameters were noted to be stable and within normal limits. Pocket manipulations were performed with the patient in different positions and shock impedances were noted to vary 10-20 ohms which the physician considered normal. No commanded shocks were performed and there was no suspicion of physical lead damage. The patient will be seen for follow up in three months time. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.